Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.device discared.

Event description:
Related to (B)(6). The hospital reported t.w. Power supply s/n (B)(4) were not working and out of warranty. They called seeking service or repair and was informed that service or repair are not available. They might look outside getinge for possible repair option. There were no reports of problems with patients, as there was no patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10, h11. Corrected section: h3 from "device discarded" to "device not returned:" corrected section: h6 from "4115" to "4114:" the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.